Event description:
During a right ankle fusion with iliac crest bone graft with a 6.5 synthes cannulated hexagonal screwdriver shaft the tip of the screw broke off while placing the screw in the pt's ankle. The tip was not able to be retrieved and was left in the pt. The pt was made aware and there was not a negative outcome.